Event description:
As reported by the user facility: under infusion. (B)(4). Customer states that they were infusing 140ml of gemzar. The rate was set at 280ml/hr. After 30 minutes there was 60ml left in the bag. The pump showed 0ml to be infused. No pt injury. Ref MFR report 9610825-2013-00244.